Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory

Event description:
A report was received that the patients left supraorbital lead incision was exposed. The patient underwent a lead explant procedure and was doing well postoperatively.